Event description:
The customer reported the system displayed a precharge voltage error message during a case. This error message prevented them from being able to use the system and an alternate system was required to complete the case. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system batteries were replaced. The system was then found to be operating as intended.